Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. Onsite inspection revealed cracking of the outer sheath in 3 different locations along the driveline. A driveline sheath repair was performed to mitigate the reported conditions. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's driveline sheath had several cracks, exposing wires underneath.  The driveline was examined by a field representative and it was noted that there were several cracks in the sheath extending from approximately six inches from the controller connection down to three inches from the skin.  A driveline sheath repair was done with no reported consequence to the patient.  No additional information provided.